Manufacturer narrative:
There were three (3) malfunction events reported associated with the abutments becoming loose during usage. All three (3) of the devices were not returned for investigation. Therefore, no conclusion may be drawn to the cause of the reported failure. The reported devices included known lot numbers. Because the lot numbers were reported a review of the production devices was reviewed. No nonconformances were noted from the production documents. Therefore, the conclusion was drawn that the devices were manufactured to specifications. Medical devices: biohorizons multi-unit straight abutment for conelog, ø3.8/4.3 x 2mm (gh). Biohorizons multi-unit straight abutment for conelog, ø3.8/4.3 x 3mm (gh). This report was attempted to submit on (B)(6) 2022. However, due to webtrader system issues, the report would not transmit via webtrader. An esg helpdesk ticket was opened on (B)(6) 2022 covering the issue. The ticket number was (B)(4). Ticket (B)(4) was resolved on (B)(6) 2022. Hence, allowing for the attempt to transmit on (B)(6) 2022.

Event description:
There was one (1) malfunction event reported. The one malfunction event was due to an abutment not maintaining stability. The report received did not have a patient adverse event. No information regarding patient demographics was provided as well.